Manufacturer narrative:
The prograsp forceps instrument was returned to intuitive surgical inc., without a complaint and was evaluated. Failure analysis found loose pitch cable at the distal clevis hub. The hub did not exhibit any wear. No other cables were damaged at the wrist. The housing was removed and hypotube was dismantled as well, and no broken cables were observed at the backend. Additionally, failure analysis found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was observed. It was concluded that the damage to the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, deep scratches found during failure analysis, if to reoccur could cause or contribute to an adverse event.

Event description:
The prograsp forceps instrument was returned to intuitive surgical inc without a complaint. Several attempts were made to obtain additional information from the customer. To date, no additional information has been received.